Event description:
It was reported that after implantation of the intraocular lens (iol) the patient had positive temporal dysphotopsia of the right eye. Patient had not improved with sulcoflex plano lens in sulcus and was treated for 8 days with pilocarpine (''2% tds''). Reportedly, a secondary procedure was scheduled to explant the lens on (B)(6) 2015. Follow-up indicated that the lens was explanted (B)(6) 2015. It was indicated that visual acuity pre-operative was 6/9 best corrected visual acuity (bcva). Visual acuity post operative was 6/6 bcva (-0.5ds). It was reported that there was no delay in procedure. No further information was provided.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Device available for evaluation: yes. Returned to manufacturer on: 8/20/2015. The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection was performed. Only the lens from the pcb00 device was received for evaluation. Visual inspection at 10x microscope magnification was performed. The complaint lens was observed with a large cut from the lens edge across the optic zone. Loose particles in the optic body were seen and are compatible with handling the lens. No manufacturing defect was detected; and a device problem was not identified in the reported complaint. A diopter measurement could not be performed as the lens was cut due to explant process. There was no evidence to suggest that the complaint lens had been affected by the manufacturing process. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in change control system was done during the period when this lens was manufactured and did not show any change in manufacturing method, inspections, or specifications that could be related to the reported complaint. During the manufacturing record review for this serial number, no deviation or assignable cause was identified for the reported complaint when this lens was manufactured. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.